Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the doctor inserted a steinman pin from the distal position to temporarily fix the attune distal femoral jig, the bushing of the pinhole came out.

Manufacturer narrative:
The complaint states when the doctor inserted a steinman pin from the distal position to temporarily fix the attune distal femoral jig, the busing of the pinhole was come off . The pinhole on the opposite side was temporarily fixed finally and the operation was closed with no problem. The investigation confirmed the failure mode as reported. The risk associated with this failure mode was assessed within qrb (B)(4) with a resultant field correction issued. The trend of complaints related to the inversion of the bushing and the disassociation of a number of these bushings has led to the initiation of corrective and preventative action (CAPA (B)(4)) at depuy. As part of this CAPA the use of visual guides and 100% visual inspection have been implemented at the vendor to reduce the likelihood of inserting the pin bushings in the incorrect orientation in the future. As this the risks associated with this failure mode have been assessed previously and actions implemented, no further actions are required. The complaint will closed with a justified conclusion if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.